Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death.outset medical, inc. Technical team has reviewed site system logs with a procedure date of (B)(6) 2021, and verified that there was no issue with the system which caused the patient event. The device is functioning post treatment. A review of production records for this unit did not note any manufacturing nonconformances that would contribute to a product event.

Event description:
It was reported that approximately 1 hour and 20 minutes into a 3 hour treatment a patient coded. It was reported that the patient was in the intensive care unit (ICU) and new to dialysis. It was noted that the patient's blood pressure was normal when treatment began and then went up to 154. The patient complained of chest pain and blood pressure (bp) went up to 206/83 and pulse 113. The treating team initiated cardiopulmonary resuscitation (CPR) and the patient was revived. Tachycardia was reported to have contributed to cardiac arrest. To note, the patient was covid negative at the time of the code; however, he had been covid positive before and had been hospitalized for this reason along with having pneumonia. Based on the information provided, the clinical staff does not believe that the tablo device caused or contributed to the event rather this event was attributed to the patient's pre-existing conditions.